Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2017 at approximately 12:00 a.m., she attempted to test on her adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer further reported she experienced "pain at her side and she was not sure if she was having a heart attack or just having a stomach ache." Due to being unable to obtain a glucose reading, customer called the paramedics and upon their arrival at 12:15 a.m., a blood glucose result of 500 mg/dl was obtained on their meter. Customer was administered 20 units of insulin and transported to a hospital where an additional reading of 700 mg/dl was obtained at approximately 1:00 a.m. Customer's glucose was stabilized and she was released at 8:00 a.m. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017 at approximately 12:00 a.m., she attempted to test on her adc blood glucose meter and was unsuccessful due to an ER-3 message appearing on the meter display. Customer further reported she experienced "pain at her side and she was not sure if she was having a heart attack or just having a stomach ache." Due to being unable to obtain a glucose reading, customer called the paramedics and upon their arrival at 12:15 a.m., a blood glucose result of 500 mg/dl was obtained on their meter. Customer was administered 20 units of insulin and transported to a hospital where an additional reading of 700 mg/dl was obtained at approximately 1:00 a.m. Customer's glucose was stabilized and she was released at 8:00 a.m. There was no report of death or permanent impairment associated with this event.